Event description:
It was reported that a malfunction alarm occurred with the pump, identified as "malf 0." There was no information on whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.